Manufacturer narrative:
The device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates one side of the implant is badly deformed and bent out of shape. The set screws are also damaged, both in the head portion and the torque side. Based on received information, misuse and too much torque of the set screw seems to be the root cause. The screw seems to be screwed too far down, pushing the rod too far down and then bending the implant. Reviewing the manufacturing- and material documentation of the complained connector shows full conformity as well. It is recommended to follow the instructions described in the operation guide.

Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6). It was reported that a parallel connector would not fix. The patient had a fracture of basilar impression. The doctor used a parallel connector at the revision operation for fixation of c2 to t1, new rods and occipital bone plate were coupled together. During the procedure, a screw was turned for the fixation of the parallel connector on the rod, but the screw went on under the rod and it was not locked. The doctor tried to fix the parallel connector with a new rod and reportedly the screw was locked at a lower position than usual. The operation concluded with the screw locked, tentatively, as reported.